Manufacturer narrative:
The device history records for the sam 500p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 500p passed ¿out qat¿ from heartsine technologies on the 12th april 2017. Failure of transistor q45. During the investigation transistor q45 was measured and found to have failed. This had resulted in the red status led illuminating despite no self-test failures recorded in the history log. The fault was witnessed during the investigation. Additionally, this had resulted in the device failing to record self-tests during the temperature cycle. The faults could not be replicated when q45 was replaced. After replacing transistor q45, the device was then left in the humidity chamber at 50°c 95%rh for 48 hours while performing a self-test every 20 minutes. This is equivalent to approximately 33 months of normal use without fault. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with another device of the same model.

Event description:
Red status indicator flashing.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
Red status indicator flashing.